Event description:
It was reported that the patient was charging more than expected. It was noted that for the first month or two the patient only needed to charge once a month. It was further noted that for the month prior to this report the patient was charging much more frequently; in some cases the charge would last less than a week. There was no event, fall, or trauma associated with the change. Patient last had an appointment around (B)(6) 2013 where the amplitude was decreased of the stimulation but the rate was increased. Patient last tried charging over the weekend prior to this report on sunday and while charging the unit turned off and patient could not get it to turn back on. It was later reported that the manufacturing representative saw the patient in the clinic the week prior to (B)(6). It was noted that the patient had reported something was wrong with the implanted battery. The patient was charging and the battery was not holding a charge. The patient stated it was fully charged on wednesday morning and the patient had called yesterday, sunday (B)(6) and it was half way depleted. Patient was at low amplitudes and was running 24/7. Patient had 1 program for off-label usage; lead was located at the base of the skull. Impedances were checked and fine. It was noted that recharge coupling was good at 6-8 bars. It was further noted that everything was fine for the first month or so after implant. This had been going on for the past 6 weeks or so prior to this report. There were 3-4 active electrodes. It was noted that the amplitudes were not high and all of the electrodes were not lit up. Patient did not turn up amplitudes. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3986a, lot# n254624, implanted: 2013-(B)(6), product type lead, product ID 37754, (B)(4), product type recharger, product ID 3708340, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).